Event description:
Took ipl eye treatments for dry eyes. Was told, not approved but safe. After 2nd treatment had terrible hallucinations (this summer) and still have them. Dr office said go to ER for blood clot and eye stroke. Also see neurologist. I passed all tests including eye anagrams. Still have these hallucinations as of this date - (B)(6), 2015. Second opinion from eye doctor said no more. This has been a terrible time for me. Dr said another pt had hallucinations but he lacked magnesium. After 2nd treatment my son's friend asked to see me. He gave me complete eye exam. Was told no more safe treatments, no more ipl. Feel like I am on lsd. Can't find out why I still have hallucination after treatment from summer. I paid (B)(6) per treatment and (B)(6) plus for eye goggles.